Event description:
It was reported that during a revision of the system due to battery depletion on (B) (6) 2009, the low impedance quadripolar extension, was connected to a rechargeable neurostimulator (ins) through an adapter. During the revision, a lead migration occurred. Another revision was performed on (B) (6) 2009 to reposition the lead. On (B) (6) 2009, the stimulation stopped for no apparent reason. Impedances measurements were normal overall, although some were a high (5600 ohms). The quadripolar extension and the adapter were explanted and replaced by a single quadripolar extension on (B) (6) 2009. It is assumed that the lead was damaged during the previous revision as the patient still did not feel any stimulation. A revision to implant a new lead and a new extension was planned, but no date was provided. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). Adapter, final analysis: model number: 74001, (B) (4). Setscrew impressions were observed on the #0 connector sleeve. The adapter was functionally ok and no anomaly was found. Model number: 7489, (B) (4). The body insulation of the extension was cut through and the product segmented upon return. The conductor(s)/wire(s) were broken and stretched due to overstress/damage. The distal and proximal ends were intact and undamaged. The #1, 2 and 3 conductor wires broke when they were pulled out of the proximal end of the extension. The #0 conductor was intact. Continuity was tested at the proximal end of the adapter to the cut end of the extension and found acceptable. No significant anomalies were found. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.